Event description:
It was reported that upon initial interrogation, measured data was 2.54 v, 10 ua, and 3.3 k. The battery voltage and cell impedance were thought to be inconsistent with the device being close to 10 years implanted. The physician would schedule a pulse generator replacement as the pacer was nearing elective replacement indicator (eri) voltage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.